Event description:
Patient's implanted codman hakim programmable valve setting was inexplicably changing for the patient. On a two week period, patient cam to the clinic - the valve setting was confirmed by e-ray to have changed form previous x-ray. Physician decided to revise /replace the valve.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged; therefore; the cam position/pressure could not be determined. The root cause for the inexplicable changing of the setting is due to the stator being dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: no damage was noted with the valve casing or the cam mechanism. Corrosion on the edge of the stator was observed. The root cause of the stator dislodgement was not clearly determined. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 22nd september 2006.